Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple occlusion alerts on the insulin infusion set and changed supplies after the first alert, then replaced the infusion set again with agent support, after which insulin delivery was resumed and the issue resolved. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education focused on infusion set and tubing checks, occlusion causes, and resumption of insulin delivery after set replacement. Investigation of this case revealed an occlusion consistent with a flow obstruction at the infusion set level, with resolution following infusion set change and no device malfunction identified. It was concluded, based on established findings from similar reports, that the cause was user-correctable infusion set occlusion related to disposable components.